Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 30 mmol/l and a stomach flu. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller did not have the tubing clamp for the high pressure test. It was stated that the problem may have been with the insulin that was being used at the time of the event. After trying a new vial of insulin, the customer's blood glucose levels returned to normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.